Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the operation was performed to fix a fracture of the distal radius on the right hand by using a variable angle locking compression plate, two column distal radius plate (art.no.04.111.630s) on (B)(6) 2014. The surgeon tried to fix the shaft after fixing it at the distal part. The variable angle locking screw that was inserted at the most distal part of shaft locking hole could not be locked and it went through the plate. The surgeon turned the screw in reverse and returned it to the proper position. He inserted a variable angle locking screw and a cortical screw to the remaining two holes. The surgery ended without any issues. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.